Event description:
Consumer complaint of about high blood results. Consumer performed blood glucose test with a result of 25 mmol/l. Consumer went to the hospital based on this result. Nurse checked blood glucose at the hospital with another system with a result of 13.7 mmol/l.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).